Manufacturer narrative:
(B)(4). UDI (di): unknown. Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion noted at 5.0cm to 7.0cm from the tip electrode. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.